Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that attune shim was found to have damaging scarring near the curved edge of the product. Update 08/22/2017: upon examination of the returned shim revealed chipping (breakage). The chipped fragments were not returned

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.